Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient delivered a breakfast meal announcement while disconnected from the infusion site and then reconnected during the meal announcement delivery; the patient planned to monitor blood glucose and reported a current value of 145 mg/dl without impact to glucose levels. Symptoms included no reported adverse clinical effects. Outcomes included no functional impairment, no medical intervention, and no hospitalization. Investigation included complaint intake review and user education on proper pump connection and meal announcement workflow. Investigation of this case revealed user handling contributed to an interruption in insulin delivery due to being off-site during the meal announcement, with device function otherwise normal. It was concluded, based on previously established findings for similar reports, that user technique was the cause.